Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7075703/7075859.

Event description:
It was reported that the patients spinal cord stimulator (scs) was swapped with a non-bsc product for an unknown reason. The patient underwent spinal cord stimulator (scs) explant procedure. The explanted products will not be returned as no bsc representative was present during the explant procedure.